Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer reverted to using insulin pens for insulin therapy. Customer's blood glucose was 285 mg/dl.